Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the ventricular sealing rings shows signs of silicon to silicon bonding. It is suspected that silicone to silicon bonding between the sealing rings within the device header and the silicon on the pg lead caused the difficulty in lead removal.

Event description:
Boston scientific received information that during a routine device follow up this device was removed from the pocket. Upon attempting to remove the right ventricular lead from the device it was not possible even though the physician noted that the setscrews were loosened. The patient was pacemaker dependent. A new lead was going to be implanted while leaving the existing right ventricular lead active for pacing from this device until the new lead was implanted, tested, and inserted into the new device. Upon attempting to advance the guide wire there was evidence of an occlusion, thus a new system was implanted on the left side. The right ventricular lead was finally removed from the header with no damage and the leads were surgically abandoned. The device will be returned for analysis. No adverse patient effects were reported.